Manufacturer narrative:
H3: one device was returned for repair/evaluation. Device has not previously been serviced. Visual evaluation of device showed a bubbled downstream occlusion seal and rust. The error history log confirmed the complaint of error code 46228. The cause of the primary problem was a faulty mainboard. The mainboard was replaced, and the device has since passed functional and accuracy testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had error code 46228. There was unknown patient involvement and unknown patient harm/adverse event reported.